Event description:
Philips received a complaint on the defibrillator indicating that the device continued to charge for 3 days but still displayed low voltage and could not pass self-check. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital.